Event description:
The cook soft-pass echo tip embryo transfer catheter was used for the embryo transfer. During the embryo transfer, the embryo became caught at the end of the catheter, due to an apparent defect in the catheter. The embryo would not detach and was damaged. FDA safety report ID# (B)(4).